Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during scheduled review of remote home monitoring data, the presenting electrogram (egm) showed this implantable cardioverter defibrillator (ICD) undersensed a single atrial signal. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.